Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. Although a temporal association exists between fresenius products and the event of peritonitis (positive for skin flora) with subsequent hospitalization; there is no documentation that indicates a causal relationship between fresenius products and stated adverse events. The etiology of this peritonitis event is unknown. Furthermore, there are no reported allegations against any fresenius products and the events of peritonitis with subsequent hospitalization.

Event description:
A peritoneal dialysis patient's nurse reported that the patient had peritonitis. The patient was admitted to the hospital for this. The nurse reported that the culture results were indicative of bacteria growth consistent with skin flora. The nurse was unable to confirm culture white blood cell count. The patient was reportedly treated with vancomycin via intra-peritoneum. Additionally, the nurse stated that the patient's signs and symptoms were resolving at the time of hospital discharge. Furthermore, the nurse reported that the patient continues antibiotic therapy with vancomycin during his pd therapy at home.